Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 450mg/dl. Customer also had blood glucose of 300mg/dl and 350mg/dl, 355mg/dl. Customer was treated with manual injection. Customer declined troubleshoot for high blood glucose. Customer stated that they want another insulin pump as it was not working and insulin pump always starts auto mode, so it stops to bringing down the high blood glucose. Insulin pump will not be return for analysis.